Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 16.8 mmol/l during the call. The customer states the insulin pump was exposed to fluid/moisture. The customer states the pump was worn while swimming pump stopped working no further details given. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display anomalies were noted. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with missing display window and case. Unit was received with minor scratched display window, case and keypad overlay.